Event description:
Following implantation, the distractor seemed to not be moving at the same distraction rate as the identical distractor located on the opposite side of the patient's mandible. During the distraction time period, the patient's condyle became displaced and a secondary surgery was performed in order to correct the condyle. The suspect distractor will be returned for evaluation once it is removed in 6 to 8 weeks.

Manufacturer narrative:
Product was not returned. The root cause for the breakage cannot be determined. If further information can be gathered that might add value to the content of this report, an additional follow-up report will be submitted. Device was not returned for evaluation.